Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power cable of the controller was confirmed. The heartmate ii system controller, ep (serial number: (B)(6)) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 30 hours (days 1423 hours 11 minutes 47 ¿ days 1424 hours 0 minutes 17, days 0 hours 0 minutes 0 per timestamp). Events occurring on days 0 minutes 0 hours 0 were recorded during testing at abbott. There were no events active in the log file that would indicate an issue with the controller. Upon initial observation, a kink with a small cut was found on the black power cable near the controller connector's strain relief. The controller was connected to a mock loop, test power module, and was functionally tested. The controller was able to support pump function throughout testing without any issues or alarms activating. The cable¿s outer jacket was removed; however, no damage was observed to the underlying wires. A root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: fluid ingress, conductor breakdown due to wire fatigue the device history records were reviewed and the records revealed the heartmate ii system controller, ep (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the black power cable of the system controller was bent at the connector, revealing part of the green wire inside. No alarm occurred but the controller was replaced out of precaution. The patient was asymptomatic.